Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the operation of the right shoulder back goiter resection, the suture needle was disconnected and buried in the muscles while suturing. The suture needle was removed after cutting the muscles. They replaced suture needle to complete the case.

Manufacturer narrative:
Event was notified to the manufacturer on (B)(6) -2018. If information is provided in the future, a supplemental report will be issued.